Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and couldn't find any issue with the unit. A pressure calibration was performed due to a high mean pressure at zero. Performance tests were done and meets all manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bias flow in the 3100a ventilator does not work. The customer confirmed that there was no patient involvement associated with the reported event.